Manufacturer narrative:
Interrogation of the pump determined it was used to infuse fentanyl [4000 mcg/ml] at 1651.1 mcg/day. Analysis of the pump found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported on (B)(6) 2017 that the patient called their hcp reporting codes 8476 and 8532 from the personal therapy manager (ptm) as well as a pump alarm. At the time of the report the patient status was ¿alive ¿ with injury,¿ detailed as withdrawal symptoms and increased pain. It was indicated that any environmental/external/patient factors that may have led or contributed to the issue were ¿n/a.¿ no diagnostics or troubleshooting were performed. The hcp planned to replace the pump, but the surgical intervention did not yet occur or was yet scheduled. At the time of the report the issue was not resolved. The patient medical history was asked and would not be made available due to a legal/confidential reason. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 06-jul-2017 from the patient who reported that prior to pump implant he had disc replacements and an l5-s1 fusion. He originally had several discs that were ¿blown up¿ due to an industrial accident. The replacement discs eventually had to be removed ¿from anterior and posterior and all blood vessels attach to the lumbar and lower abdomen and they tried to separate it and tore the descending aorta and the nurse and surgeon saved his life¿. Then they did the fusion. For 2-3 months prior to (B)(6)2017 the patient¿s chronic pain in his lumbar spine (l5-l4 area) was worse. Per the patient, he ¿is fused ¿l5-s1-t12 and is structurally sound¿. For about a month ((B)(6)2017), the patient had been having terrible pain in his thoracic spine up where the catheter was located and it caused him to pass out because the pain was so severe. The patient¿s pump managing physician suggested that he see a specialist, but he hadn t been able to get in there. In (B)(6) 2017 ((B)(6)) an MRI was done because of the lumbar pain. The patient saw their pump managing physician on (B)(6)2017. At that time, he had a caudal injection, x-ray, and fl fluoroscopy. He felt a reaction right afterwards from the shot. It was neurological. He had weird reactions. His hands were tremoring and ¿all kinds of stuff¿ and he thought he was going to die. He was there for over 3 hours. The patient stated right when he had the injection/within a day or two, etc. He was hearing ¿emergency tones from his pump¿ almost every 30 minutes to the minute for the day and now it was getting closer together. He had been feeling nauseous and very sick and called them on (B)(6)2017. On (B)(6)2017 the patient saw an 8476 (motor stall) and 8532 (stopped pump may exceed tube set) codes on his ptm (personal therapy manager). On (B)(6)2017 the patient tried to do a bolus and it didn t work. It gave an ¿x¿. The patient was hearing the pump alarm and described it as a 3-toned foreign ambulance sound. The patient had been welding on projects around the house on and off for several days. The patient wasn t due for a pump refill until (B)(6)2017. The refill date on the ptm was showing (B)(6)2017. After receiving an explanation for what the ptm codes meant, the patient stated that now he understood why he didn t feel so good. The pump was delivering fentanyl. The patient didn t know if it was his concentration or dose per day but it was up to 1900 and they were trying to pair it down and it was currently at 1650. Additional information was received on 07-jul-2017 from a company representative who reported that the pump was replaced. No further patient complications have been reported as a result of this event.